Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a mechanical issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and functionally tested. Analysis noted that the pump tubing was worn down to the filament; no leaks were found. The pump did not pass activation testing. The reported mechanical issue was confirmed as this pump issue could have caused or contributed to the mechanical issues observed clinically.

Event description:
It was reported that this inflatable penile prosthesis exhibited a mechanical issue. The device was explanted and replaced. No patient complications were reported.